Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing, damaged te pad) was due to the electrode belt ECG "c&d" cable being severed, cutting all wires in the cable. Upon further investigation, ECG ¿c¿ and ¿d¿ domes were missing, causing fault. The belt was unable to complete falloff or detect and treat testing. The root cause for the severed ECG cables was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's te pad was damaged and could not run detect and treat testing.